Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment via error logs that the device stopped working while in use, and it was noted that the lower case was broken, the hanger would not close all the way, and four case screws were contaminated. It was also noted that both battery wires were pinched, with the red wire exposed, and the wires were routed incorrectly over the battery compartment. All found defective parts were replaced and all other identified issues were resolved. Following service and repair, failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was then assembled into a golden unit. No error was displayed. The main board was run on the automated test console, all tests passed. The error log was reviewed. The log data confirmed two separate errors, the error indicated that the battery voltage was too low. Conclusion: the reported event was confirmed through the error log but could not be reproduced on the bench. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned off while in use with a patient, and was not able to be turned back on. The epg has been returned for repair. No patient complications have been reported as a result of this event.